Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post generator change, the patient developed an infection/infected implantable pulse generator (ipg). The entire ipg system was explanted and replaced on the contralateral side. Culture were taken and the antibiotic treatment was necessary. No patient complications have been reported as a result of this event.